Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed that the effluent line pre pump was disconnected from the support plate. There is no visible mark of solvent on the tubing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was determined to be related to the inadequate volume of solvent applied during the manufacturing assembly process. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the replacement line of a prismaflex m100 set was "broken" and leaked during priming. There was no patient involvement. No additional information is available.